Event description:
It was reported via physician's programming history sheet notes on that the device could not be interrogated on (B)(6) 2011. All previous dates showed eri = no with diagnostics within normal limits. The pt underwent generator replacement surgery on (B)(6) 2011. Attempts for further info have been unsuccessful to date.